Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported by doctor that suddenly during procedure the probe fell out. And caused a delay of 3 minutes was reported. Surgery finished with another probe.

Manufacturer narrative:
(B)(4). The device manufacture date is not known lot number was not provided. Alleged failure: during procedure the probe fell out / probe don't work the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be probe short, open circuit, fluid ingress, user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle. Excessive force applied when used. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported by doctor that suddenly during procedure the probe fell out. And caused a delay of 3 minutes was reported. Surgery finished with another probe.